Event description:
This spontaneous case report was received on 25-oct-2013 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case number mw5031880, received at FDA on 11-sep-2013). The report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced bleeding and heavy clotting, 2-3 weeks per month, sharp stabbing pain, painful, serious migraines, anemia, vitamin d deficiency, night sweats, unexplained fevers, fatigue, severe bloating, inflammation, body aches, and painful intercourse. FDA report type was 'injury', reported outcome of events (nos) was 'hospitalization'. No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2010, the consumer had essure (fallopian tube occlusion insert) implanted for birth control. Since implantation on (B)(6) 2010, the consumer experienced sharp stabbing pain, bleeding and heavy clotting, 2-3 weeks per month, painful, serious migraines, anemia, vitamin d deficiency, night sweats, unexplained fevers, fatigue, severe bloating, inflammation, body aches, and painful intercourse. The outcome of events was reported as 'hospitalization'. Essure was removed on (B)(6) 2013. Reporter did not assess drug-event relationship. Result and assessment of the product technical complaint investigation received on 03-feb-2014: this adverse event report is related to a product technical complaint (ptc). (B)(4). Ptc results received on 04-feb-2014: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported. No complaint sample was provided for technical investigation. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number or sample. At time of this medical evaluation the technical investigation concluded "unconfirmed quality defect"; but with a final risk category ii which corresponds to a confirmed or plausible quality defect which poses a serious hazard to health. Although the technical investigation appears to conclude a causal relationship to a potential quality defect, from a medical point of view a potential causal relationship with a quality issue based on the nature of the reported medical events is considered to be very unlikely. Follow-up information received on 11-feb-2014: follow-up attempts were done without success. Case closed. Follow-up information identified on 20-oct-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1752). After 3 children she decided in 2010 that she would get essure birth control procedure. Immediately upon waking in the hospital (where she inserted essure) she felt much more pain, especially in her left side and was bleeding more than she anticipated. She questioned this and the doctor said that was normal. She was sent home where she ended up calling her doctor office 5 times in 24 hours due to extreme bleeding and pain. She began hemorrhaging. While the bleeding finally stopped, the pain never did. At times it felt better than others but never completely went away. During her menstrual cycle, she would have a day of excruciating pain, at moments unable to stand. This was accompanied by migraines and severe fatigue all times of the month. Some days if she bent over or moved just right, it stabbed her. Some days it was a quick jab, other days the pain lingered. She had to take pain meds daily. She became anxious about an oncoming period, knowing even though she was in terrible pain then; she had to be put on anxiety med. Within 2 years, she felt a lot older than she was; she had joint pain, inflammation, body aches and fatigue; many times she was unable to make it up our stairs without resting or she had to crawl most of the way up (before essure she was in shape, worked out every day and was a healthy (B)(6) lbs). Over 2 year time period, she was sent for many blood tests, had physical therapy, tested for thyroid and thought she had fibromyalgia. She had hip pain, shoulder pain and was sent for x-rays. She could not find anything. All blood tests came back good (except for anemia and vitamin d deficient from heavy and constant bleeding). She generally had 10 days per month where she was not bleeding at all or passing large blood clots. By 2013, in addition to the body aches, fatigue, joint pain and migraines, she began having unexplained fevers, painful intercourse and random bloating that made her looked 6 months pregnant. She had another ultrasound since the stabbing pain in her side was getting even worse. Other than the pain in her side, she had no idea any of the other symptoms could be caused by essure. She was called after her ultrasound and was told she had endometriosis. To understand that more, she looked online to see if essure could cause endometriosis and finally she had the answer; it was essure. On (B)(6) 2013, she consulted a different doctor who strongly recommended she get essure removed by having a total hysterectomy. At the age of (B)(6) everything including her ovaries had to be removed. Company causality comment: a spontaneous case of bleeding and heavy clotting, 2-3 weeks per month, sharp stabbing pain, painful, serious migraines, anemia, vitamin d deficiency, night sweats, unexplained fevers, fatigue, severe bloating, inflammation, body aches, and painful intercourse in a female consumer of unspecified age after implantation of essure (fallopian tube occlusion insert) was reported by a consumer via health authority. Essure was explanted 2 years and 9 months after its implantation along with a hysterectomy and ovaries removal. The consumer did not comment on the causal relationship. This case was not medically confirmed. Bleeding and heavy clotting, 2-3 weeks per month, bleeding immediately after insertion, sharp stabbing pain, painful, severe bloating, inflammation, body aches, and painful intercourse are regarded listed for essure in the reference safety information, whereas serious migraines, anemia, vitamin d deficiency, night sweats, unexplained fevers, fatigue, and inflammation are considered unlisted. All reported events were regarded serious due to hospitalization. Given the implied temporal relationship the genital bleeding, post procedural bleeding, sharp stabbing pain, serious migraines, anemia, night sweats, unexplained fevers, fatigue, severe bloating, inflammation, body aches, and painful intercourse were regarded related to essure as although endometriosis was diagnosed, a causal relationship with essure cannot be excluded. However, from the pathophysiology of vitamin d deficiency this event is very unlikely caused by essure. This case is regarded as incident since a device removal was required. Product technical complaint investigation was received: no lot number provided; therefore, no lot history record (lhr) review could be done. Although the technical investigation appears to conclude a causal relationship to a potential quality defect, from a medical point of view a potential causal relationship with a quality issue based on the nature of the reported medical events is considered to be very unlikely.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs